Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with three infusion sets. The customer also experienced a blood glucose level of 202 mg/dl. The customer changed the set and did a bolus for breakfast. The customer stated that two of her infusion set had a bent cannula. With the first bent cannula the customer did not receive an insulin flow blocked alarm. When she received the alarm it was on the other cannula that was slightly bent. The bent cannula occurred after the customer tried to bolus. The customer's blood glucose levels during the bent cannulas were unknown. The customer also had to change the reservoir. The customer was sent a replacement for her reservoir and infusion sets.